Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital with an infection at the implanted device pocket site. The entire implantable cardioverter defibrillator (ICD) system was explanted due to infection. The physician elected to use a temporary pacing system as the patient was dependent. While implanting the temporary pacing lead, the right ventricular lead exhibited high pacing impedance. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.